Manufacturer narrative:
No evidence was found with the implant itself after evaluation. Customer reported asymptomatic.

Event description:
Asymptomatic was reported. Bone quality at the time of implant failure type ii. Time of loss in relaton to the implantation was before prosthetic restoration. Primary stability was achieved. Osseointegration was not achieved. Augmentation procedure was not performed at the time of surgery.